Manufacturer narrative:
Analysis of the implantable neuro stimulator (ins), serial #(B)(4), found no significant anomaly. Ins is functioning with specification but has reduced capacity due to overdischarge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge. After recharging, there was good stable output from ins and it passed functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had headaches when stimulation was turned on for more than 20 minutes. The rep reported that the patient had an appointment on (B)(6) 2017 and would obtain more information at that time. Additional information was received from the rep on 2017-01-03. The rep reported that the patient cancelled the appointment and the next meeting was scheduled for (B)(6) 2017. Additional information was received from the rep on 2017-01-25. The rep reported that they reprogrammed the patient with 4 new groups with different rates that were programmed like the patient¿s trial. The rep reported that the patient felt like she was getting good coverage and was happy at the conclusion of the appointment. The rep reported that the patient was not using but 3 days out of the last 30 but encouraged her to try new programs. Additional information was received the rep on 2017-03-21. The rep reported that the patient continued to have headaches if the device was on more than 20-30 minutes. The rep reported that they gave the patient a high dose program to try or the healthcare provider (hcp) would recommend explant. Additional information was received from the rep on 2017-04-20. The rep reported that the patient reported constant headaches since brain surgery in 2012. The rep reported that the patient had increased head pain with stimulation on greater than 30 minutes. The rep reported that the patient had constant migraines for 30 days with 5 migraines in the past month. The rep reported that the hcp referred the patient to have the device explanted since she wasn¿t able to use stimulation much. The rep reported that no surgery was scheduled at that time. Additional information was received from the rep on 2017-06-05. The rep reported that the patient was scheduled for explant on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 (B)(4)(rep): additional information was received from the rep. It was reported that the patient was scheduled (B)(6)2017 for explant and the patient cancelled and made aware by health care professional (hcp) that it may be (B)(6) before she can get back on hcp's schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.